Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus/basal delivery. Error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected check setting alarms were noted. Unable to perform excessive no delivery test due to motor error alarms.

Event description:
The customer reported motor error and no delivery alarms when attempting to bolus. The customer also reported that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. The reported blood glucose reading at the time of the call was 153 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.